Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that when the ins was implanted they did not operate it to react; therefore patient was without therapy and was still having pain. Patient reported after their surgery in (B)(6) 2017 the programmer was not working with their ins. No further complications reported and/or anticipated.